Event description:
A customer reported a cartridge alarm 20 but confirmed that their blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. To resolve the issue, technical support decided to replace the customer¿s pump with a new one featuring updated software. They instructed the customer to use multiple daily injections as a backup therapy to ensure continuous insulin delivery and provided guidance on returning the defective pump. The customer acknowledged and understood all instructions and procedures.